Manufacturer narrative:
A manufacturing evaluation was conducted and it indicates that the bolt was intact and there was no visual damage. Manufacturing documents were reviewed and no complaint related issues were found. It was reported that the part was not received and the lot number was unavailable; however, upon further review the lot number was available, a DHR was requested, and the part was received on (B)(4) 2013. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a proximal femoral nail a (pfna) was discovered to be broken. It is unknown where this occurred. No additional information is available. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.